Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "inflammatory nodule," "possible infection," and "swollen eye and right cheek; right cheek had burning pain, red, swollen" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient in the ¿upper and lower¿ right cheek with 2 syringes of juvéderm® volift¿ with lidocaine and developed an inflammatory nodule in the cheek about 2 months later. This ¿spontaneously resolved but patient punctuated the area with a needle at home.¿ it was noted that the patient presented ¿with possible infection¿ at ¿only area of right cheek¿ and that, about 3 months after injection, ¿patient woke up with swollen eye and right cheek; right cheek had burning pain, red, swollen.¿ symptoms again subsided but ¿patient punctured area with needle again at home.¿ treatment with fucidin cream was given about 1 month after initial symptom onset, clarithromycin and hyaluronidase was given the following day, and hyaluronidase treatment was repeated 4 days later. Symptoms are ongoing.

Manufacturer narrative:
Additional information: event.

Event description:
Additional information: symptoms have resolved.